Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is currently performing in-center treatment due to an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nursed (pdrn). The patient went to the hospital on (B)(6) 2024 with abdominal pain. The patient was admitted and diagnosed with peritonitis. The patient¿s pd effluent cultures were positive for fungus (organism and species unknown). The patient¿s antibiotic regimen was unknown. The patient¿s pd catheter (not a fresenius product) was removed. The patient was initiated on hd. The patient was discharged on (B)(6) 2024 and continues to complete in-center hd. This transition to hd is permanent. No further information was available as the patient had already been discharged from the clinic system.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of fungal peritonitis with hospitalization and transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was provided, the culture result of fungi suggests a breach in aseptic technique or an intra-abdominal source such as candida, the most common species of fungi in peritonitis, which are part of the normal flora in most people¿s skin and gastrointestinal (gi) and genitourinary (gu) tracts. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is currently performing in-center treatment due to an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nursed (pdrn). The patient went to the hospital on (B)(6) 2024 with abdominal pain. The patient was admitted and diagnosed with peritonitis. The patient¿s pd effluent cultures were positive for fungus (organism and species unknown). The patient¿s antibiotic regimen was unknown. The patient¿s pd catheter (not a fresenius product) was removed. The patient was initiated on hd. The patient was discharged on (B)(6) 2024 and continues to complete in-center hd. This transition to hd is permanent. No further information was available as the patient had already been discharged from the clinic system.